Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012327410 was returned and analyzed. Visual inspection was carried out. The catheter appeared intact without any visible issues. The shape of the array appeared normal, with no unusual features. The capture device has a normal shape, showing no damage or unusual features. No guidewire was received with the returned catheter. The catheter was connected to the test catheter interface cable (cic) cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Electrical continuity test was carried out. The catheter was connected to the breakout box, and impedance was measured between electrodes 1 to 9 and the corresponding pins (e-1 to e-9) on the breakout box. The measurement showed an open circuit between the connector and electrode # 2, 5, 6, 7, 8. Mechanical verification of steering and slide mechanisms was carried out. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Data from the catheter identification chip confirms the catheter programmed for clinical use, with the lot and serial numbers matching those indicated on the handle. The functional test was not performed due to the anomaly present on the returned device. X-ray imaging revealed that the electrode wire were loos and entangled inside the shaft at 9 to 11 inches from the electrical connector. Upon dissection of the catheter, it was confirmed that 6 electrode wire was broken within the shaft, approximately 9 to 11 inches from the electrical connector. In conclusion, the catheter failed the return product inspection due to a broken electrode wire observed in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pulsed field ablation catheter in the patient's left atrium, signals from poles 4-9 of the array were not functioning after the patient was cardioverted. Once signals were no longer available, the array was put in contact with the tissue to try and detect signals but the channels were not active. Troubleshooting was performed to rule out the electrophysiology (ep) system and metal/electrical interference. The pulse select cable was removed and replaced without resolution. Subsequently, the pulse select catheter was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.